Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no sensing and rising / high thresholds. The lead was explanted and replaced. It was reported that the right ventricular (rv) lead due to rising / high thresholds. It was also reported that the lead "broke" during extraction. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.